Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says that they didn't feel like the therapy was helping, which started happening "a couple months ago" and has been happening "off and on" since the implant. They said they met with a manufacturer representative (rep) "several times but I ended up feeling worse after they programmed it". They said they made rep aware of this a couple months ago. They said their hcp suggested that they "just let the battery go dead to see if I felt any different, but I feel worse after that so it must have been helping some". Pt went to use stimulation again today and found they are getting a settings not available screen. The patient was redirected to their health care provider to further address the issue. Additional information was received from the patient. It was reported that they were not able to solve the problem of settings not available. They said they got a little handheld thing where the pt can adjust the settings, however was unable to solve the problem. The issue has not been resolved at this time. The patient mentioned the pain is worse and they have less mobility, the device is right under their skin.